Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unknown biomaterial cement: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a j&j employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a thoracolumbar posterior fusion (t12 to l2) for the burst fracture on (B)(6) 2022 . After insertion of the screw, the cement in question was injected. Four minutes passed after mixing up the cement materials at the room temperature of approximately 21 degrees centigrade. Although the sales rep warned that it did not reach the proper viscosity, the surgeon injected as it was. Then, the cement leaked on the right side of t12 and l2, and the surgeon stopped injecting. The procedure was completed with the cement that had reached the proper viscosity. There was a delay of less than 30 minutes. No further information is available. (B)(4) are interrelated as follows: 1. (B)(4): reports the cement, 2. (B)(4): reports the screw. This report involves one unk - biomaterial - cement: spine. This is report 1 of 1 for (B)(4).